Event description:
Lot# 14789286 (5 devices). Lot# 14813882 (1 device). Lot# 14859143 (2 device). Lot# 48337157 (1 device). Lot# 14630129 (1 device). Lot # 14529298 (1 device). Lot # 14840353 (1 device). Lot# 14815765 (1 device). Issues: would not latch onto syringe; plunger inside of port on clave got struck and would not allow fluid to pass had to waste the vial; plunger got stuck; port would not allow fluid to be transferred; vial of cytoxan had to be wasted.